Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock. The customer's blood glucose level was 268 mg/dl, and was addressed with a correction bolus with the pump. The customer changed the supplies on the pump, and resumed insulin therapy, and did not observe any air bubbles.